Event description:
Customer reported a motor error alarm and a button error alarm on the insulin pump. The blood glucose reading was 121 mg/dl. She stated that the insulin pump was not exposed to a strong magnetic field or MRI. She stated that she was able to rewind the insulin pump. Nothing further was reported.

Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage keypad trace. No button error alarm. Insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and cracked reservoir tube. No motor error alarm. Motor passed motor test.